Event description:
It was reported that the user experienced extreme high and low blood glucose values every day while using the ilet and contacted support expressing dissatisfaction with the device. Symptoms included episodes of hypoglycemia and hyperglycemia. Outcomes included a report of serious illness or impairment and an unexpected medical intervention requiring medication. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed usage problems and no device problem found, with the medical device problem characterized as an improper or incorrect procedure or method and the device component not applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.

Manufacturer narrative:
Initial.